Event description:
Pt reported to codman that they were contacted by their surgeon following implantation of what was to be a hakim programmable valve. It was later learned that the surgeon had inadvertently implanted a non-programmable precision valve. The surgeon confirmed this occurrence. In 2002, the precision valve was explanted and replaced with a hakim programmable valve. Additional info is not forthcoming in this matter.